Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient presented to the clinic with fluid overload and was then readmitted. The patient was treated with diuretics. It was also reported that the pump was functioning as intended. The patient remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.